Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high vs his feelings. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient stated that the alleged meter issue began on the morning of (B)(6) 2017. The patient stated that he manages his diabetes with insulin (novolin r confirmed; self-adjuster). On the morning of (B)(6) 2017 the patient tested his blood glucose with a reading of "95 mg/dl. He then breakfasted. An unknown time after this, the patient alleged obtaining an inaccurate high result of ¿357 mg/dl¿ compared to their feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. In response to this reading the patient took 30 units of novolin r. Approximately 2 hours later the patient developed the symptom of "sweaty" and stated that "he began to crash". At this time he measured his blood glucose with a reading of "66 mg/dl" (unknown meter/source). In response to these symptoms the patient ate an apple and some peanut butter. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.